Manufacturer narrative:
Tandem quality engineer reviewed the pump data on july 19, 2023. The logs were reviewed for 2023-june-25 to 2023-june-27. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. A review of all alleged carb entries and all boluses within the times frames found that the user unlocked the pump screen prior to the carb entries and bolus requests. In addition, for all boluses that were requested, the user confirmed the request with the pump prior to delivery. In one instance, the user even encounters the max bolus limit in which the pump provided notification that the user had requested a bolus size that was too large. The user would not complete this request. The user requested all boluses and manually entered all carbs after unlocking the pump screen.

Event description:
It was reported that the pump delivered multiple boluses without user input. The customer's blood glucose (bg) level subsequently decreased to 37-44 mg/dl. Customer was admitted to the hospital and was treated with a glucagon injection. Low bg was resolved. Customer was discharged on (B)(6) 2023 with no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.